Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 245 mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wears the pump against their skin. After a supply change, the customer successfully resumed insulin deliveries. Additionally, it was reported the customer experienced a low bg level of 60 mg/dl. Carbohydrates were consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.